Event description:
The user facility reported that after a procedure, a used tripod retrieval device was taken to the reprocessing area to be cleaned. During the manual cleaning of the device a wire was said to have torn through the sheath of the device and lanced the technician in her left palm. The technician was reportedly provided medication, a tetanus shot, and blood tests were performed. The hospital was contacted for additional information regarding the event and the procedure prior to the event, but the hospital refused to provide additional information regarding the event, except that they reported that the technician is reportedly doing well.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. The cause of the user's experienced cannot be conclusively be determined, however, user handling cannot be ruled out as a contributing factor. This report is being filed as an MDR in an abundance of caution.